Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years. Through follow-up with the health-care provider, it was learned that patient had a ruptured ascending aortic aneurysm. Therefore, the patient had an aortic valve conduit replacement performed utilizing another edwards bioprosthetic valve. Tee confirmed good function of the previously placed aortic valve; however, a small amount of thrombus was noted on the bioprosthesis, but over all it appeared to be working properly. Per the surgeon, this event was not related to a device malfunction. Discharge summary also indicates patient having a history of deep vein thrombosis.

Manufacturer narrative:
(B)(4) - ascending aortic aneurysm; thrombus. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and there was no nonconformance found related to this event. Unfortunately, the edwards device was not returned for analysis; therefore, the reported thrombus could not be assessed. Operative report indicates a root aneurysm and ruptured ascending aortic aneurysm which could possibly be root cause of the thrombus. Discharge summary also indicates the patient having a history of deep vein thrombosis. The information provided suggests that this event was due to patient related factors. No further actions are possible at this time.